Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient has been experiencing pain in her head and neck. As a result, the patient's scs system was explanted per the doctor's request. The patient received effective therapy prior to explant.